Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported the following: physician/device clinic had documented high lead impedance and noise a long time ago. Physician decided to revise atrial lead during hospital stay. New atrial lead was implanted without further complication or adverse event. This lead was capped and abandoned. Should additional information be received, this file will be updated.